Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sakamoto 2007, unknown 5 fr, 5cm geenen pancreatic stent, endoscopic ultrasound-guided pancreatico-gastrostomy reconstruction. As per literature paper: we report a patient who underwent eus-guided reconstruction of a pancreaticogastrostomy with gastropancreatic stent placement, which rapidly improved his symptoms. A 65-year-old man who had a branch duct type of intrapapillary mucinous neo- plasm (ipmn) underwent a duodenum-preserving pancreatic head resection and pancreaticogastrostomy anastomosis. Forty-five days later, he developed a pancreatic pseudocyst, which was drained under eus guidance. Although computed tomography 6 months later showed that the pseudocyst had disappeared, the scan showed dilatation of the main pancreatic duct . Decompression of the pancreatic duct was required to relieve his abdominal pain and reduce his hyperglycemia. Because the main pancreatic duct could not be drained by endoscopic retrograde pancreatography, eus-guided pancreaticogastrostomy reconstruction was performed. An echo endoscope (gf-uc240p-al5; olympus, tokyo, japan) was introduced into the stomach, and a 19-gauge needle (echo-tip; wilson-cook, winston-salem, north carolina, USA) was used to puncture the main pancreatic duct and create a gastropancreatic fistula. We initially attempted to pass a 0.035- inch guide wire (microvasive endoscopy, boston scientific corporation, natick, massachusetts, USA) through the stenotic anastomosis, but the guide wire could not be passed through the anastomosis. A 6-fr (soehendra biliary dilation catheters, wilson-cook, winston-salem, north carolina, USA) dilator was advanced over the guide wire to dilate the gastropancreatic fistula, and then a 5-fr, 5-cm-long pancreatic stent (geenen pancreatic stent set, wilson- cook, winston-salem, north carolina, USA) was advanced over the wire and through the gastropancreatic fistula. The stent was placed in the pancreatic duct with the tip positioned in the proximal duct. The patient¿s abdominal pain was rapidly relieved and his hyperglycemia had improved 1 month later. As stated above, a patient with reconstruction of a pancreaticogastrostomy had a unknown 5 fr, 5cm geenen pancreatic stent placed as per the IFU, this device is used to drain obstructed pancreatic ducts, however, this device is considered to be used off label when used in altered anatomy. Exact rpn cannot be confirmed, potential rpn¿s are: gepd-5-5; gpds-5-5. This file will capture 1 case of off label use with the unknown 5 fr, 5cm geenen pancreatic stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation the geenen pancreatic stent device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. As the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0055-4) states the following: ¿this device is used to drain obstructed pancreatic ducts¿ there is evidence to suggest the user did not follow the IFU. This device is used to drain obstructed pancreatic ducts; however, this device is considered to be used off label when used in altered anatomy. A definitive root cause can be attributed to off label use. When the device is used outside of its validated state it is not possible to definitively state how the device will perform. This device is used to drain obstructed pancreatic ducts, however, this device is considered to be used off label when used in altered anatomy. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient experienced no adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.